Event description:
It was reported that an antibiotic infusion was set to 100 ml of medication for 90 mins, once the infusion was completed after 90 minutes, there was still medication left in the bag. There was no patient impact.

Manufacturer narrative:
The customer¿s complaint that the device under-infused antibiotic was not confirmed during a review of the logs or during testing. Log analysis results: results from a review of the pcu event log identified a remote secondary infusion of unknown medication programmed at 10:20:58 pm on (B)(6) 2020, with the rate of 66.667ml/h and a vtbi of 100ml. It is evident that this was the incident infusion. The secondary infusion completed to kvo at 11:51:05 pm and then transitioned to the primary infusion. Pump module error logs had no entries pertaining to the reported accuracy issue. A timed rate accuracy test performed on the returned pump module s/n (B)(6) found the device in good working condition and delivering fluid within specification. Device history review: a review of the device history record showed the device had a manufacture date of 05/21/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was received and evaluated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The patient is an adult. Although requested, patient information was not provided.

Event description:
It was reported that an antibiotic infusion was set to 100ml of medication for 90 mins, once the infusion was completed after 90 minutes, there was still medication left in the bag. There was no patient impact.